Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose of 34 mg/dl. Customer treated with food and declined low blood glucose trouble shooting. Customer also reported to have received a calibration not accepted and a bent cannula on sensor. Troubleshooting on sensor issue was performed and completed. The customer was advised that a replacement sensor will be sent and is expected to return for analysis. No insulin pump will be returned.